Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a patient discontinued use of the ilet and requested to return the device and supplies after experiencing hyperglycemia since starting to use the device several weeks prior. 400 mg/dl was reported for approximately two hours while transitioning from her previous pump, without using backup therapy, suspending insulin, or performing ketone testing. Symptoms included hyperglycemia, nausea, and fatigue. Outcomes included a nonfatal health impact without hospitalization or professional medical intervention. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed insufficient information regarding a specific device problem or component, and no findings were available to identify a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established.